Manufacturer narrative:
Awareness date updated to 11/7/2017.

Event description:
It was reported that during an unrelated procedure to the atrial lead became dislodged. Ventricular sensing was also noted on the lead. The lead was later explanted and replaced. The patient condition was ok before, after and during the procedure.